Event description:
During index procedure two endeavor sprint drug eluting stents were used to treat lesion in the lad. A dissection occurred after implanting the second stent and a third stent was implanted to treat the dissection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.